Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable pulse generator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Testing of the generator revealed no anomalies. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, prior to clinical use of the device, very low battery voltage upon interrogation was observed. Consquently, this device was not attempted for implantation.